Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80296. H10: of the remaining four devices, the product catalog number of two malfunctions were updated to md800f and one malfunction was updated to md800j. Lot number was provided for two malfunctions and lot history reviews were performed. The devices have not been returned for evaluation. Medical records with images were provided for three malfunctions. For one malfunction, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). For one malfunction the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. The investigations of the two remaining malfunctions are currently underway. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of reported information indicated that model unknown meridian vena cava filter experienced malposition of device and filter perforation. These information were reported from various sources. All four malfunctions involved patients with no reported injury. One patient was reported as a 42 year old male weighing 229lbs and another was reported as a 50 year old male weighing 102kgs. All other patient information is unknown.

Event description:
This report summarizes four malfunctions. A review of reported information indicated that model unknown meridian vena cava filter experienced malposition of device and filter perforation. This information was reported from various sources. All four malfunctions involved patients with no patient impact or consequence. Of the four patients, three were male and one was female, all four patients age ranged between 42-75 years and three patient weights in the range of 195 to 229 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80296. H10: of the reported four malfunctions, lot numbers were provided for two malfunctions and lot history review were performed. The catalog numbers for all four malfunctions were updated, two malfunctions were updated as md800f and two malfunctions were updated as md800j. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records and images were received for all four malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported filter tilt and perforation, for one malfunction it is confirmed for perforation and unconfirmed for filter tilt and for the remaining one malfunction it is confirmed for perforation and inconclusive for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of reported information indicated that model unknown meridian vena cava filter experienced malposition of device and filter perforation. These information were reported from various sources. All five malfunctions involved patients with no reported injury. The 42 year old male patient was 229 lbs. No other information was provided for remaining four patients.

Manufacturer narrative:
H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-00724. H10: of the remaining five devices, the product catalog number of one malfunction was updated to md800f. Lot number was provided for one malfunction and lot history review was performed. The devices have not been returned for evaluation. Medical records with images were provided for one malfunction. For one malfunction, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). For remaining four malfunctions, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot numbers for these five (5) events are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes five (5) malfunction events. A review of the events indicated that model unknown meridian filter experienced a device malposition (tilt) and filter perforation. These events were reported from various sources. All five (5) events involved patients with no reported injury. The patients¿ age, weight, and sex was not provided for any of the five (5) events.